Event description:
It was reported that after a semi-open pneumonectomy for the pneumothorax, a specimen was inspected, and it was found that the staples at the distal end of the cartridge were unformed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: unk. Additional information: the device was a pcee60a. The procedure was a partial pneumonectomy for the pneumothorax. The staples at the outside of the distal end of the cartridge on the removed tissue were not b-form. X-ray was taken, and it was found that the staples were formed in square. It is unknown if the staples deployed on the remained tissue were formed properly. No leakage was observed in intra and post operation. The patient was discharged from the hospital as planned. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product or product ID numbers are received at a later date, the investigation will be updated as applicable.